Manufacturer narrative:
(B)(4). The customer reported that this is the third ac power module that he has replaced. The customer later explained the module did not work and the connector was cracked. There was no reported pt involvement. The ac power module was not available for eval. The customer confirmed the replacement ac power module did resolve the issue.

Event description:
The customer reported that this is the third ac power module that he has replaced. The customer later explained the module did not work and the connector was cracked. There was no reported pt involvement.